Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was a part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The pacemaker was explanted.